Event description:
Escalating pain, red rash; pain escalated from bad to worse after abductor tendon surgery in 2016. Very focal along incision line, red rash appeared in 2019. Patient had testing by dermatology with confirmed nickel allergy and worried that suture anchors were contributing to problem. Unable to tolerate any metal alloy on skin. Red rash and pain develop with long history of reacting to items like zippers, eyeglasses and costume jewelry. Patient worked with manufacturer to identify details about anchors and learned that anchors contain trace amounts of nickel. Pain grew unrelenting, reaching 8/10 at rest. Rash fluctuated and could sometimes be temporarily relieved by steroid cream. Anchors were removed during orthopedic surgery, (B)(6) 2020. Rash resolved, pain continues to improve. Patient has anchors. Unclear if they were the cause of the entire problem since tendon had re-torn again, but remains suspicious. Reactive to nickel. FDA safety report ID# (B)(4).